Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 17, 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra turned on without her "doing anything" and the meter had read inaccurately low. The patient told the lfs customer care advocate (cca) that she had to go to the hospital in 2006. Before going to the hospital, she obtained a result of 140 mg/dl on the reported meter. She was vomiting and fainted after testing with the meter. She went to the hospital where a "high" reading was obtained on the hospital device. The patient did not provide the time difference between the lfs meter reading and hospital device reading. She was admitted to the hospital 2006. During hospitalization, the patient was treated for "her pressure" (likely blood pressure), her heart, and high blood glucose. A stent was placed in her heart. Her insulin dosage was increased and she was started on different "pressure pills". The patient told the cca she would not answer further questions regarding the hospitalization because it was her "personal business". She requested that the reported meter be replaced because it was "messed up". The cca was unable to conduct further troubleshooting because the patient had no test strips. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter read inaccurately low compared to a hospital device and to the patient's symptoms that suggested hyperglycemia, but could be related to her cardiac issues. The patient was admitted to the hospital for treatment of multiple issues, most notably cardiac as she had a stent placement procedure.